Event description:
It was reported that premature deployment occurred. A 18x60x75cm venous wallstent was selected for the index procedure. The stent had been thought to be deployed in the body; however, the stent popped out of the delivery system. The stent was replaced with another stent to complete the procedure. There were no patient complications reported.